Event description:
Complainant reports tube was inserted in 2007, and it fell out in 2008. She mentioned that the balloon is leaking where it joined the tube.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.